Event description:
The customer reported that a (B)(6) female patient with malignant effusion has had two pleurx catheters inserted. The first catheter was removed due to an infection and was replaced with a second. On b)(6) 2013, the polyurethane cuff was found to be extruding from the catheter site and an infection was present. The catheter was removed from the patient. The removed catheter had been disposed of by staff on ward 31 at (B)(6)hospital.  On (B)(6) 2013, the international contact ((B)(6)) indicated that dr (B)(6) at (B)(6) hospital stated that it is her opinion that the patient's nutritional state likely accounted for poor wound healing which led to the breakdown of the insertion site and failure of tissue ingrowth to occur around the polyurethane cuff. The patient was ok following removal of the catheter and is awaiting reinsertion of a new catheter at a date to be decided with the clinician.

Manufacturer narrative:
(B)(4). Investigation summary: a complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported condition. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Every catheter assembly is subjected to extensive functional testing and inspection during the assembly process to verify performance and conformity to engineering design. Any failures would be immediately culled from production and scrapped. Likewise, a review of all manufacturing methods and personnel involved in the assembly of the device determined there was no contribution from either to the reported issue. A review of the internal production records for the lot involved could not be performed as lot number information was not available. Based on the investigation results, a definitive root cause could not be identified for the reported condition through this investigation as no sample was returned for analysis. All applicable manufacturing and quality personnel will be notified of this report in an effort to heighten awareness regarding this issue and minimize any impact from the manufacturing processes. Although the reported condition could not be confirmed and a definitive root cause could not be determined without a sample being provided, the manufacturing plant is continuing to monitor this issue to identify the need for any further actions.